Manufacturer narrative:
An event regarding packaging damage involving simplex packaging was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned and no photographs were provided for review. Medical records received and evaluation: not performed as there was no patient involvement. Device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review: review determined that there were no other similar reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as returned product is needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded simplex packaging damage may result from other factors not necessarily related to the product.

Event description:
Hospital received one case of cement from (B)(4) (no damage to outer box). When they opened the box they noticed a smell coming from it. Found that some of the vials had leaked (do not know how many or if they were shattered). Cement was disposed of.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
Hospital received one case of cement from (B)(6) (no damage to outer box). When they opened the box, they noticed a smell coming from it. Found that some of the vials had leaked (do not know how many or if they were shattered). Cement was disposed of.